Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 404685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dyspareunia, menstrual cramp, polycystic ovarian syndrome, ectopic pregnancy, endometriosis, gestational diabetes mellitus, menarche, spontaneous abortion, cesarean section, tonsillectomy, multigravida, parity 1, fatigue, amenorrhea, ovarian cyst, sinus infection and diarrhea. Previously administered products included for an unreported indication: yasmin from b)(6) 2008 and spironolactone. Concurrent conditions included diabetes since 2008, hypothyroidism since 2008, high cholesterol since 2008, carpal tunnel syndrome since 2005 and irritable bowel syndrome since 2005. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2008 to (B)(6) 2009, levothyroxine since 2008, minoxidil from (B)(6) 2008 to (B)(6) 2009, simvastatin since 2008 and venlafaxine hydrochloride (effexor) from (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, dyspareunia, dysmenorrhoea, vaginal discharge, abdominal pain, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the device was in good position with 4 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side. The patient was moved to the supine position in stable condition. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, vaginal discharge. She received treatments for events vaginal discharge, menorrhagia, pelvic pain, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Added event post procedural complication, headaches. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 404685-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dyspareunia, menstrual cramp, polycystic ovarian syndrome, ectopic pregnancy, endometriosis, gestational diabetes mellitus, menarche, spontaneous abortion, cesarean section, tonsillectomy, multigravida, parity 1, fatigue, amenorrhea, ovarian cyst, sinus infection and diarrhea. Previously administered products included for an unreported indication: yasmin from (B)(6) 2008 to (B)(6) 2008 and spironolactone. Concurrent conditions included diabetes since 2008, hypothyroidism since 2008, high cholesterol since 2008, carpal tunnel syndrome since 2005 and irritable bowel syndrome since 2005. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2008 to (B)(6) 2009, levothyroxine since 2008, minoxidil from (B)(6) 2008 to (B)(6) 2009, simvastatin since 2008 and venlafaxine hydrochloride (effexor) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia, dysmenorrhoea and vaginal discharge was resolving and the genital haemorrhage, vaginal infection, abdominal pain, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the device was in good position with 4 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side. The patient was moved to the supine position in stable condition. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, vaginal discharge. She received treatments for events vaginal discharge, menorrhagia, pelvic pain, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: event outcome of events were updated as recovering. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 404685-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dyspareunia, menstrual cramp, polycystic ovarian syndrome, ectopic pregnancy, endometriosis, gestational diabetes mellitus, menarche, spontaneous abortion, cesarean section, tonsillectomy, multigravida, parity 1, fatigue, amenorrhea, ovarian cyst, sinus infection and diarrhea. Previously administered products included for an unreported indication: yasmin from (B)(6) 2008 and spironolactone. Concurrent conditions included diabetes since 2008, hypothyroidism since 2008, high cholesterol since 2008, carpal tunnel syndrome since 2005 and irritable bowel syndrome since 2005. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2008 to (B)(6) 2009, levothyroxine since 2008, minoxidil from (B)(6) 2008 to (B)(6) 2009, simvastatin since 2008 and venlafaxine hydrochloride (effexor) from(B)(6) 2009 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, dyspareunia, dysmenorrhoea, vaginal discharge, abdominal pain, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the device was in good position with 4 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side. The patient was moved to the supine position in stable condition. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, vaginal discharge. She received treatments for events vaginal discharge, menorrhagia, pelvic pain, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 22-may-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 404685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dyspareunia, menstrual cramp, polycystic ovarian syndrome, ectopic pregnancy, endometriosis, gestational diabetes mellitus, menarche, spontaneous abortion, cesarean section, tonsillectomy, multigravida, parity 1, fatigue, amenorrhea, ovarian cyst, sinus infection and diarrhea. Previously administered products included for an unreported indication: yasmin from (B)(6) 2008 to (B)(6) 2008 and spironolactone. Concurrent conditions included diabetes since 2008, hypothyroidism since 2008, high cholesterol since 2008, carpal tunnel syndrome since 2005 and irritable bowel syndrome since 2005. Concomitant products included drospirenone; ethinylestradiol (yasmin) from (B)(6) 2008 to (B)(6) 2009, levothyroxine since 2008, minoxidil from (B)(6) 2008 to (B)(6) 2009, simvastatin since 2008 and venlafaxine hydrochloride (effexor) from (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, dyspareunia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the device was in good position with 4 trailing coils on the left side. A similar fashion was used on the opposite side with 2 trailing coils on the right side. The patient was moved to the supine position in stable condition. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 20-mar-2020: stop date of essure added and action taken with drug updated. Essure was removed via total hysterectomy (uterus and cervix removed). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.